Event description:
It was reported that the device would not connect to wifi. There was no other information reported. Investigation found a degraded downstream occlusion (dso) seal.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. However, the investigation did determine that the device downstream occlusion seal and lens were degraded. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the results of the investigation, the reported complaint could not be confirmed. The device downstream occlusion seal and lens were replaced and the device passed all testing.